Event description:
Pt was implanted with a tfn, blade and a screw after experiencing a ground fall. On an unk date it was noted that the blade had migrated to the superior portion of the removal of the hardware adn revision to a total hip on an unk date. The implants were sent to pathology at the account. This is one of two reports for this event.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.